Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked battery tube threads, cracked case at display window corner, cracked lcd window and minor scratched lcd window. The pump was unable to perform basic occlusion test or occlusion test due to broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 357 mg/dl. The customer stated that the o-ring is not on the reservoir. The customer reported damage to the lcd screen. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.